Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. Upon troubleshooting, fse found the power control manager board was defective. The mpd(main power distributor) control unit was defective due to which the system wouldn't start up. Power came in, but there was no power output from the mpd control unit. Fuses were checked and found to be fine. To resolve the issue, fse inserted a new mpd control unit. The defective mpd control unit was returned to philips for failure analysis and the cause of the failure was found to be burnt and-or heat spots and resistance is infinite between pin and 2. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.